Manufacturer narrative:
Additional information received: the enlarged aortic aneurysm observed was reported to be due to type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: the endoleak has been reported as a type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was noted approximately 2 years post the index procedure that the aortic aneurysm was enlarged and was in need of intervention. An endovascular procedure was performed and another manufactures stent and aortic cuff was implanted. The patient was noted as recovered on the same date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that a proximal type I endoleak was observed on CT 6 months after the first endoleak was observed. The cause of the event is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo sent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal neck below the renal arteries was 22.2mm and the length of the proximal neck was 26 mm. It was reported approximately 2 years post the index procedure, that an unknown endoleak was observed. No clinical sequalae were reported.

Manufacturer narrative:
Additional information received reported that the type ia endoleak was also seen on the 36 month follow up imaging. If information is provided in the future, a supplemental report will be issued.